Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t leaked all of its contents during priming. The procedure was delayed and the patient was moved to a different room to perform the procedure. As the issue occurred during priming, the unit was not hooked up to the patient, so there was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative identified the location of the leak to be the cardioplegia drain hoses inside the machine. The leak was repaired and no further issues were observed. The unit was released to the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t leaked all of its contents during priming. The procedure was delayed and the patient was moved to a different room to perform the procedure. As the issue occurred during priming, the unit was not hooked up to the patient, so there was no patient involvement.